Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported encountering a fluid leakage during drain 1 of 3 as a result of the patient line being disconnected from the catheter connection. The patient was advised to contact his pd nurse. The set was discarded. During follow up the patient's pd nurse reported that the patient did not suffer any adverse events as a result of this incident.

Manufacturer narrative:
There was no documentation in the medical record supporting a possible association between the fresenius dialysis products and the event of drain complication and outcome of hospitalization. After reviewing the medical records provided the peritoneal dialysis catheter was found to be malfunctioning and is not a fresenius manufactured product. The manufacturer of the catheter was not reported.

Event description:
Medical records were received from the patient¿s treatment facility. On (B)(6) 2016, the patient presented to a hospital¿s emergency department with ¿feeling bloated¿, disoriented, trouble draining his pd catheter, and was admitted to the hospital and diagnosed with hyperkalemia and electrolyte disturbances. On an unknown date during the admission, the patient was administered laxatives to induce peristalsis; drug name and dose regimen not reported. On (B)(6) 2016, the pd catheter was flushed with 100ml of fluid; drug name or type not reported, and the drain complication resolved. On (B)(6) 2016, the patient was discharged from the hospital to home in stable condition with orders to continue pd therapy.